Event description:
Medtronic received information that a axium coil became stuck in two different echelon catheters. The first catheter was kinked. The patient was undergoing posterior fossa arteriovenous malformation embolization. For  neurovascular abnormalities. The grade was complex. It was in an eloquent region. Patient blood flow was normal.  The access vessel was the vertebral artery with a diameter of 3.5mm. Vessel tortuosity was severe. The devices were prepared according to the instructions for use (IFU).  The echelon microcatheter presented resistance to raise the axium coils. The anatomy was tortuous and difficult to access. The first echelon had kinked and had hard to access with the coils. He was replaced by a second echelon that also had difficulty to up the coils. An axium coil was trapped inside it, which made it impossible to use it, resulting in a new echelon replacement. The coil was stuck in the middle and proximal sections of the catheter. The catheter was damaged in the middle. The axium coil was damaged. Coil separated/broke/prematurely detached. It was removed with the microcatheter. No surgical or medical intervention was needed. The pushwire was not bent or broken. The physician did not reposition the coil or attempt to detach it. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. No symptoms were reported. Ancillary devices: 8f sheath, 8f guide catheter, avigo 014 guidewire , axium various measures coils, onyx liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis found that based on the analysis findings, the echelon 10 was confirmed to have "catheter resistance" and ¿catheter kink/damage¿ issues as the returned catheter was found kinked at several locations. It is likely that these damages occurred when the customer attempted to advance the axium coil through the echelon 10 catheter against the resistance. However, the cause for resistance could not be determined. Possible causes of resistance include the use of damaged coil, patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the coil come out of the introducer sheath smoothly. There any kink/damage to the coil observed after removal.